Event description:
On (B)(6) 2025, the user reported insulin leaking from an inset 23" infusion set, later found to have a bent cannula. The highest blood glucose (bg) recorded was 225 mg/dl. Multiple supply changes were performed throughout the day, with troubleshooting focused on preventing bent cannulas and avoiding scar tissue. After the final site change, insulin delivery resumed successfully. Blood glucose (bg) was corrected with supply changes and hydration. No symptoms, outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.